Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia while using the ilet pump. The user required hospitalization and reported that they self-initiated use of the ilet pump without receiving formal training. Troubleshooting and user education were provided, and the field team will follow up to complete formal pump training. The reported symptoms included low blood glucose, with a documented blood glucose level of 39 mg/dl. The user was admitted to the hospital on (B)(6) 2025 and discharged on (B)(6) 2025. During hospitalization, the user was treated with intravenous dextrose and exogenous insulin. The user recovered and resumed ilet use following discharge.

Manufacturer narrative:
The investigation included documentation of blood glucose details, collection of hospitalization information, and completion of troubleshooting and education. Review of the case revealed no device malfunction. The event was associated with use of the device without prior training, and the specific cause of the hypoglycemic episodes could not be determined. Based on previously established findings for similar reports, the event cause was concluded to be unclear. If the device is returned, a physical evaluation will be performed and a supplemental report will be submitted as appropriate.